Event description:
As reported the arm of the peel away sheath broke off and the sheath needed to be cut. The sheath was being cut chunks of the sheath were falling off into the wound. Sheath was removed from patient's chest successfully.